Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 37 days (on (B)(6) 2022 ¿ on (B)(6) 2022 per time stamp). On (B)(6) 2022 at 11:02, on (B)(6) 2022 from 03:39 ¿ 03:49, and on (B)(6) 2022 at 05:28, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~3v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(4), was not returned for analysis. A root cause for the reported event was not conclusively determined through this analysis; however, the patient thinks the ac cord might have unplugged from the wall. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. Mpu-27971 was shipped to the customer on (B)(6) 2018. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced no external power events and do not recall hearing alarms. The log files captured no external power events on (B)(6) 2022, on (B)(6) 2022, and on (B)(6) 2022 that were caused by the power to the mobile power unit (mpu) being briefly interrupted. The patient thought the ac power cord came loose at the wall. Neither the mpu nor the controller were taken out of service. The mpu had a v-lock connector. Related MFR: 2916596-2022-14168.